Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that propofol was infusing during patient transport to MRI, it was found that medication was on the bed linens and that the 3 way stopcock was leaking. It was noted that the 3 way stopcock was cracked. There was patient involvement but unknown patient harm.